Event description:
Staff reported several instances of patients having red 'splotches' on anterior skin surfaces when the bear paws flex gown is removed following surgery. Information in this report refers to the latest incident, when it was reported that the gowns were being removed from service pending investigation. Prior instances were not able to be identified and verified. Details in this case: pt used gown in holding area with bear paws machine. In or, switched to bear hugger. Temp set on high (std practice). Length of procedure approx 2 1/2 hours. When gown removed at the end of the procedure, red splotchy areas were noted on the patients lower abdomen, left groin and left anterior thigh. The hose was found properly connected to the gown. There were no blisters noted. The areas were painless. They faded after approximately 8 hours without treatment.